Manufacturer narrative:
B3 unknown. One device was returned for repair in used condition. This device has not been serviced in the past 12 months. Functional tests found error code 45782 and the primary problem was replicated. The cause was user interface (ui) version parity was bad. Cleared error code and performed standard preventive maintenance to correct the issue. The device passed all functional tests after the repair.

Event description:
It was reported that the device has ¿error code 45782- 3003 pump will not boot.¿ there was no patient involvement.